Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (4). Same case as 2134265-2010-02957. It was reported that following a coronary artery stenting procedure, the patient developed angina. The target lesion was located in the mid left anterior descending (mid lad) artery with 90% stenosis and was 28 mm long with a reference vessel diameter of 3.0 mm. The physician treated this lesion with pre-dilatation and overlapping (3.00 x 12 mm and 3.00 x 28 mm) taxus liberté stents. Post-dilatation was performed with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B) (6)-2010, the patient was admitted due to three weeks of recurrent anginal symptoms. Cardiac catheterization was recommended. Two days later, a cardiac catheterization was performed which revealed 90% ostial stenosis of the 1st septal perforator, this area of stenosis appeared to be a plaque shift as a restenosis of the index procedure. The patient was treated with balloon angioplasty to the 1st septal perforator with "acceptable angiographic results".